Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the piston on the pump did not fully retract. Additionally, a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 23 ¿ overtravel stall - 0x221a issue was verified, but the piston retraction issue-undefined: issue could not be verified. The information will be used for tracking and trending purposes.